Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer also stated that there was air bubble in the reservoir and air bubbles were not removed successfully. Customer was able to clear the alarm and able to rewind the insulin pump. The customer performed the self test and it did not passed. The device will not be returned for analysis.